Event description:
It was reported the hub of this peripherally inserted central catheter (PICC) was leaking during a PICC placement procedure. During removal of this catheter it was noted a portion of the catheter had fractured and migrated to the brachial vein. Successful retrieval of the fractured catheter segment utilizing a snare was uneventful and without any pt complications. Another PICC was successfully placed. The pt's condition is good. A portion of this device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft measured approx 14in and one end of the shaft was rough in appearance. A pinhole was noted one half cetimeter distal to the suture wing. An indentation consistent with those made by a clamp or hemostat was noted 6.5 cenimeters distal the suture wing. The co's follow up revealed the tech may have perforated this catheter with the siffening cannula placement. Co believes user technique during placement may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.